Event description:
Customer reported the generator will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the tech processor pcb and reloaded software. System operates as intended.